Manufacturer narrative:
The insulin pump powered up properly after battery installation and passed the self test and displacement test. All buttons functioning properly. However, corroded battery tube noted during visual inspection. The insulin pump failed the active current measurement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the up arrow was difficult to activate. Customer¿s blood glucose was unknown at the time of incident. Insulin pump rejected new batteries. The insulin pump will not be returned for analysis.